Manufacturer narrative:
The heater-cooler 16-02-50 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative traced to fault back to the compressor. The unit was recommended to be returned to livanova (B)(4) for further investigation and repair. Corrective actions are in progress for this type of issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t is tripping the fuses during setup, when connected to the electrical network. There was no patient involvement.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation and repair. During the investigation the reported issue could be confirmed and as root cause a defect compressor could be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.